Event description:
The customer reported that the device shuts down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts down. There was no reported pt involvement. The device was evaluated by a philips field service engineer and the failure was verified. The battery was replaced to resolve the issue. The unit passed all performance assurance tests and was put back into service.